Manufacturer narrative:
Per the instructions for use, "possible adverse effects" include: "pain, discomfort, or abnormal sensations due to presence of the implant".

Event description:
Per the plaintiff's complaint, (B)(6), "on or about (B)(6) 2009, dr. (B)(6) perfromed a complex surgery on (B)(6) at (B)(6) hospital...during the surgery, dr. (B)(6) inserted 48 pieces of medical hardware into (B)(6) back, inlcuding two metal rods approximately a foot long. Dr. (B)(6) also fused plaintiff's spine from l4 to t6." "Every single piece of the...hardware placed by dr. (B)(6) had to be removed approximately eight months later." "Following the (B)(6) surgery, (B)(6) was severely disabled and deformed. She had severe iatrogen (physcisian-caused) flat back syndrome...causing pain and disability." The plaintiff's allegations are unverified.